Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (250 mg/dl). During troubleshooting with tandem technical support, insulin was found leaking from the luer lock. Reportedly, the luer lock connection was loose. The customer tightened the luer lock and the leaking was resolved. Customer administered manual injections to address elevated bg levels. Customer reported the pump supplies would be changed.